Event description:
The lay user/reporter called lifescan (lfs) on 10/4/05 and alleged that the patient's meter was reading inaccurately low. The reporter also reported that the meter was set to the incorrect unit of measurement. The medical affairs specialist spoke to the reporter on 10/5/05 and obtained/verified the following information: according to the reporter, the patient had been obtaining high results on her meter for approximately two weeks. The patient obtained one result of 288 mg/dl on her meter and her home health nurse tested on another meter and obtained a result of 260 mg/dl. After testing, the patient "felt irritable and dissatisfied". The patient's nurse contacted the physician for advice and the patient was advised to increase her insulin by 10 units. The reporter noticed at the time of the call to lfs customer services that the meter was set to the wrong unit of measurement. She stated that no one had changed the unit of measurement on the meter. She could not state if the high results that were obtained were in mmol/l or mg/dl. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying blood to the test strip were correct. Two control solution tests were performed, both failed.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.